Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18 september 2024, it was reported by a sales representative via email that an ar-8991-1 dx fibertak suture anchor, #2 mts w/ ndl was reported to have failed during use. This occurred on 03 september 2024 in castlecrag private hospital during an arthrobrostrum. The case was completed successfully using additional anchors. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.